Event description:
During follow-up, far-field r-wave oversensing resulting in automatic mode switch episodes were observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.